Event description:
While changing a failed dexcom g6 sensor, that never made it through its warmup phase, upon remove the wire that typically stays under the skin while the device is in use did not come out of the skin attached to the sensor as usual. We called dexcom to report the issue and we're told it was likely still in her leg if pain redness or swelling arises seek medical attention. She started to experience on and off pain and redness. We went to a walk-in clinic, got x-rays and it was confirmed that the wire is still in her leg. We now have been advised to meet with an orthopedic specialist to discuss further action to remove the wire since it is a foreign body that is causing discomfort.